Manufacturer narrative:
Continuation of d10: product ID 977a260 serial# (B)(6) implanted: (B)(6) 2021 product type lead product ID 977a260 serial# (B)(6) implanted: (B)(6) 2021 product type lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer representative reported that patient reps enter (B)(6) 2023 for a revision surgery. Upon connecting in pre op area, the same issue persisted. All electrodes were showing red x on lead select except electrode 4 and 5. On impedance check all electrodes with red x and not able to be used. Electrode 5 and 6 showed orange! With impedance of around 21000 when reference electrode changed to either 5 or 6. During procedure, the following was performed for trouble shooting: battery pocket opened. Disconnected battery from leads. Leads were connected to a wireless external neurostimulator (wens). Lead check and impedance check continued to show issue as mentioned above. Leads were the replaced with new leads. The new leads were then connected to wens. Lead connection check and impedance check all green. New leads connected to existing implant battery and again all electrodes on lead connection and impedance check were all green. Procedure was then completed.

Event description:
It was reported that patient had a loss of stimulation. Patient unable to reach desired intensity of stimulation. Lead select showed all red ¿x¿s to electrodes 8-15. See impedance check results below. Patient denies falls, trips or trauma. All 8 electrodes on 8-15 (right lead) were 40,000. Patient reported seeing this error message on remote about 6 months ago. However, patient states they still receive adequate pain relief using group a. Medtronic made aware of the issue at today's appointment with patient. Upon connecting to ins, evidence for issue with right lead. Patient reprogrammed only using left lead and reports they are satisfied with coverage of painful areas. Physician notified after meeting with patient. Additional information received. Rep reported no confirmation that lead was broken/fractured. Patient denies fall or trauma. There has not been follow up imaging at this time. The physician is aware. The patient reports since meeting last time, she has had the error message to her remote ¿unable to provide desired stimulation.¿ this is occurring on group a, b and c. Upon connecting to ins, additional impedance and connection issues noted. Lead connection check showing all red ¿x¿s on both leads at all electrodes. Impedance check showing a value of 40,000 to the following electrodes: 0, 1, 2, 4, 5, 7, 8, 9, 10, 11, 12, 13, 14, 15. Electrodes 3 and 6 are green with value of 1340 each. Impedance check conducted in various positions and using both electrode 3 and 6 as reference electrode. Patient denies fall, accident or trauma. Physician notified in office today. He ordered both an ap and lateral image as well as image at battery site. It is unknown if patient received imaging after the last time they met with her in clinic. Follow up will be provided as it is known.

Manufacturer narrative:
Continuation of d10: product ID 977a260 lot# serial# (B)(6) implanted: (B)(6)2021 product type lead product ID 977a260 lot# serial# va2djm1020 implanted: 2021-12-10 explanted: product type lead medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID: 977a260, lot#serial#: (B)(6) implanted: on (B)(6) 2021, product type: lead, product ID: 977a260, lot#serial#: (B)(6), implanted: on (B)(6) 2021. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: analysis of product ID: 977a260 serial# (B)(6) implanted: (B)(6) 2021 explanted: (B)(6) 2023 and product type lead product ID 977a260 lot# serial# (B)(6) implanted: (B)(6) 2021 explanted: (B)(6) 2023 found broken conductors. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.